Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for pos laminectomy pain. It was reported that the pain stimulator that had been implanted on (B)(6) 2004 had been removed on (B)(6) 2004 because the patient stated that the pain stimulation was not helping with their back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.